Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 6944 lead, implanted (B)(6) 2005, ddbb1d1 ICD, implanted (B)(6) 2016. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. It was discovered that the lead connector was not properly inserted into the header of the implanted device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.